Event description:
On (B)(6) 2009, terumo cvs was informed by a user facility (B)(6), that they had detected a leak at the interface between the inlet port of a centrifugal pump and flexible circuit tubing that is affixed to the inlet port. The user facility reports that the leak was detected during the set-up and priming of the bypass circuit and that the devices (pump and tubing) were not replaced prior to initiating bypass surgery. The user facility reported that there was no injury to the pt and that the procedure was completed without add'l incident. It was reported that there was no blood loss as a result of the incident.

Manufacturer narrative:
Terumo cvs is aware of the event that was reported by the user facility as the organization has rec'd reports of this nature in the past. Such reports have indicated that flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments (B)(4) of this matter have demonstrated that the centrifugal pumps are manufactured in accord with intended design specs - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. As such, terumo references. Terumo cardiovascular conclusion is that there is no malfunction with the centrifugal pump or the pvc flexible tubing. However, it is important that a secure connection between all circuit components be achieved when assembling the bypass circuit. Terumo has issued a safety bulletin to consignees of the product to provide add'l info that is designed to assist the user in securing an adequate connection between the flexible pvc circuit tubing and the inlet port of the centrifugal pump.